Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was treating a heavily tortuous and moderately calcified lesion in the mid left anterior descending coronary artery. During post-dilatation with the 3.0x8mm nc tenku rx balloon dilatation catheter, the balloon ruptured at 12 atmospheres during the second inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.